Event description:
A remstar pro c flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint during evaluation of the device, the service technician observed visible foam particles inside the blower kit and blower foam degradation. Additionally, the service technician also noted a dust fail contamination and has a presence of error code e22 err_motor_flux_magnitude and e24 err_motor_speed_reverse. The device was scrapped.